Manufacturer narrative:
Further information was requested but not received. No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors were suspected. The rv lead was explanted and replaced. The patient was stable.